Event description:
It was reported to philips that the device failed its op check with a shock button failure. When the shock button was pressed, there was no response. There was no reported patient involvement.